Event description:
It was reported pre-operatively during testing the drill was getting hot. There was no patient involvement as the drill was not used for the case.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and repair. The product analysis found the nose bearings corroded. Temperature testing confirmed the reported "excessive heat". The drill got hot within one minute; observed temperatures: nose 168 degrees, middle 193 degrees, and rear 82 degrees. Nose bearings and nose spacer were replaced. The drill was repaired, cleaned, tested to manufacturing specifications and returned to the customer. Method - test for high temperature conditions.